Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-85mg/dl fasting. Verified test strips expire 05/31/2017. Customer's test strips are being stored in the kitchen and opened vial date 12/23/2015. Customer performed a back to back blood test 46mg/dl and 49mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 61,75,53mg/dl - customers main concern is back to back test we performed 46,49mg/dl. Customer believed his results are inconsistent because his results are lower than his expected range of 80-85mg/dl. Customers insulin was recently adjusted from 42-50 units (toujeo) to 35 units due to the meter results being low. Ran blood test back to back test with me 46,49mg/dl (fasting).